Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced dizziness and went to the hospital. The device was found to be oversensing and had high thresholds. Lead fracture was suspected and x-ray confirmed lead damage around the clavicle. The rv lead was replaced. No further patient complications have been reported as a result of this event.